Event description:
It was reported occlusion alarms occurred. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. They were educated that the cartridge should be used for no more than 72 hours and that fiasp insulin is off-label.